Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level had been elevated to 300 to 400 mg/dl. The patient stated that her infusion device has shut off and turned back on by itself. She stated that she noticed that this had happened because the device makes a sound test upon restarting. The device did not display an error or alarm message before shutting off. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.